Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) italy to report a data port issue with her onetouch verio2 system. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged the issue occurred at an unknown time on (B)(6) 2015. The csr noted, ¿the electric contact in the data port of her meter is broken and the strip does not make contact properly resulting in the meter not staying on for the test.¿ the patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine as a result of the issue she experienced. She alleged, 30 minutes after the start of the issue, she developed symptoms of ¿blurred vision and tiredness.¿ she reported that she contacted her doctor due to the symptoms, and during a doctor¿s office visit on (B)(6) 2015, the doctor performed a blood glucose test and obtained a ¿high blood glucose result.¿ the patient does not recall the exact reading. The patient also alleged that the doctor administered treatment of 8 units of insulin (type unknown). At the time of troubleshooting, the csr noted that the patient had been using the meter for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hyperglycemia which was treated by a healthcare professional after the alleged data port issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.